Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose (bg) level was 45 mg/dl due to an unknown cause. Reportedly, the contact believed the customer may have been given too much insulin at school but this could not be confirmed by the contact. Bg level was addressed by consuming food. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.